Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 232 mg/dl. Troubleshooting was performed for damage and noticed half of the o-ring that hold the reservoir in place and the other half was gone. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement. Insulin pump received with cracked battery tube threads and broken reservoir tube lip.